Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow-up. Device interrogation revealed episodes of non-sustained rv oversensing due to post-pace t-wave oversensing. Episodes occurred in a single day and rv channel was turned on. In order to further analyze and monitor t-wave oversensing programming changes were made. Further actions will be discussed with the physician. The patient was stable and will continue to be monitored.